Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified superficial femoral artery (sfa). A 5.00mm x 2.0cm x 135cm peripheral cutting balloon was selected for used in the opposite side of the target lesion. During the procedure, there was no problem crossing the balloon to the lesion. However, during the first inflation, it was noted that the balloon ruptured at 4 atms for 10 seconds. The procedure was completed using non bsc balloon catheter. No patient complications were reported and the patient's status post-procedure was good.